Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, the insertable cardiac monitor (icm) exhibited far p-wave and post-sensed t-wave oversensing (pstwos). Programming changes were made resolving the issue. The patient was in stable condition.